Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) normal battery depletion. Pertinent testing could not be performed as all longevity data was lost due to a random access memory error that occurred after the device was explanted.

Event description:
It was reported that the device was replaced due to battery depletion. The device was returned and analyzed. No patient complications have been reported as a result of this event.